Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were hard to press. Customer stated the insulin pump had scratched screen and rejected new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. No unexpected failed battery test alarms noted during. Tested with a test p-cap and the test p-cap locked in place properly. All buttons function properly; no damage to keypad traces and connector on electrical board 1 was not unlocked during visual inspection. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, peeling/fading end cap address label and scratched case. (B)(4).